Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh was informed that during the lifting of the resident from the chair with maxi move lift and sling, the resident slipped out of the sling. As a consequence, the resident fell to the floor and sustained head injury required stitches. It was stated the caregiver used a not correct size of sling.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where it was reported that the patient fell from the sling during transfer using maxi move lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (maxi move) and the sling system was being used for patient handling at the time of the event. No malfunctions regarding the lift as well as sling were found that could have caused or contributed to the event. From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is no possibility to slide out of the sling during the on label use. There are few elements which could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling clip detaching or not being attached to the lift device before starting the transfer. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Following the information received and documented in the complaint file, "it was stated the caregiver used a sling that was not the correct fit. The caregiver used a large sling." Therefore, it appears likely that scenario 1 described above is most related to the patient's fall. The maxi move instruction for use (IFU) 25060.en contains important information: "maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." Please note that the passive clip sling instruction for use contains the following warning: "warning to avoid the resident from falling, make sure to select the correct sling size according to the IFU". The lift (maxi move) and the sling which work as a system were inspected and no malfunctions were indicated and that way contributed the event that in our evaluation was caused by the user not following the IFU, due to lack of awareness of the IFU contents - during use with a patient. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and all steps concerning choosing the sling for transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.